Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr medical record received. After review of the medical records the patient was revised to address failed left hip with metal on metal reaction. Operative note reported that the patient had reactive tissue and fluid. Excess scar tissue were removed. Doi: 2010. Dor: (B)(6) 2020. Left hip.